Manufacturer narrative:
(B)(4). Closure trigger top. Instrument b: the analysis found that one (B)(4) device a was returned with the closure trigger broken and in the opened position. In addition, an (B)(4) cartridge reload present. The reload was received unfired. No functional test was performed due to the condition of the device. The device was disassembled to verify the internal components and no additional anomalies were noted. It is possible that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The analysis found that one (B)(4) device b was returned in good visual condition and with one (B)(4) cartridge reload loaded in the device. The cartridge reload was received fully loaded with staples. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic robotic prostatectomy procedure on the first device as they were closing the trigger on the dorsal venous complex and the closing trigger broke. A second device pulled and could not close the device. A third was pulled to complete the case with no patient consequence. Two devices to be returned for analysis.